Event description:
The customer reported that a male pt was positioned head first, supine and scanned with the synergy spine coil for a lumbar spine mr examination. After the examination a reddening of the skin on the right thigh and a second degree blister on the right fingertip were observed.

Manufacturer narrative:
(B)(4). (Conclusions): based on the info provided, the reddening of the skin on the thigh and second degree burn on the finger tip is consistent with burns caused by skin to skin contact. In this case as result of a rf current loop formation between the right finger and right thigh of the pt.